Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm was 36mm. No issues were reported. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 43mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm shrunk to 39mm. No endoleaks were reported. On (B)(6) 2015, the patient expired due to a uterine cancer. According to the cro in (B)(6), no further information is available.